Manufacturer narrative:
The customer no longer has the devices to return.

Event description:
The hospital representative emailed and stated: "we have had 3 cases in the last approximate 18 months in which the employee familiar with the device, stated they engaged the safety feature per protocol and when they were going to dispose of the lancet were poked by the lancet needle as it did not fully retract." Upon followup the following details were provided. All three employees went through the routine hospital protocol of being tested for blood borne pathogens. The patients were also tested. It was reported that there were no serious injuries to any of the employees or patients. The hospital reported that two of the events happened on (B)(6) 2014 and the third one on (B)(6) 2015. One of the events from (B)(6) 2014 were reported on 07/29/2014 to roche diagnostics. Please see medwatch 1823260-2014-06342-00. The other event on (B)(6) 2014 and the one on (B)(6) 2015 are being reported now. There is no information provided regarding the identification of anyone that was poked by the lancet needles. The suspect devices were requested to be returned; however, no product is available to be returned.